Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that very small air bubbles were observed in the tubing and customer's blood glucose was elevated (450 mg/dl). Tandem technical support instructed the customer to prime the tubing to address the air bubbles. Customer administered a manual injection to address elevated blood glucose.